Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows base was replaced.

Event description:
The hospital reported the auto/man switch was not operating as expected. There was no report of patient involvement.